Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector's cutter was not cauterizing. The harvester did observe smoke, as expected, and it appeared that energy was being delivered, but he could not get the device to cauterize the branch. The staff tried three different bovie machines, three different bovie foot pedals, three different bipolar cords and four different kits. A fifth replacement unit was used to complete the procedure. The hospital did not report any patient complications. This report is for the fourth device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).